Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer confirmed that the drawer was replaced with a spare unit. The customer needed to retrieve all duplicated row board cubies that had been generated by other customers trying to recover the failed storage space. After the recovery, the customer was responsible for assigning and loading the medications that had been in the cubies but were unloaded during the pocket recovery process. The drawer was returned to the customer's office for repairs, which included replacing the flat flex cable and conducting an inspection to resolve the issues. The customer successfully restored all malfunctioning storage areas and returned the medication to the drawer. A delay was experienced as nurses required access to the device while it was powered down to facilitate the repair of the drawer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.